Manufacturer narrative:
Date of event: date of event is unknown. The results of the investigation are inconclusive as the device was replaced, and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's ipg was inoperable. As a result, the ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.